Event description:
It was reported that "every 15th beat or so" the lead would have t wave over sensing. At one point, it started to over sense to the point of false ventricular fibrillation detection. The caller was able to suspend detections before a shock was inappropriately delivered. The device was reprogrammed to integrated bipolar where over sensing was not seen again. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.